Event description:
It was reported that the device exhibited non-sustained oversensing. Further review indicated oversensing myopotentials inhibition. The patient presented to the clinic and programming changes were made. There were no adverse health consequences, the patient was stable.